Event description:
It is reported, maxzero product, flow issues- flow was slow.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.